Event description:
The customer reported that an 840 ventilator had an erratic screen. The customer reported to have reseated the video cable. No parts were replaced. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).